Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: a vena cava filter was placed in the infrarenal vena cava secondary to hemorrhagic stroke, prophylactic protection and deep vein thrombosis. Approximately two months post filter deployment, patient presented with extensive diffuse bilateral deep venous thrombosis. A CT of the abdomen and pelvis revealed a thrombus in the inferior vena cava above the level of the filter and bilateral pulmonary emboli. An aln ivc filter was placed suprarenal/intrahepatic. It was indicated the first ivc filter was left in place and in good position with evidence of thrombus extending above the filter. It was stated the 2nd ivc filter was needed for additional protection while undergoing obstetrical surgery. Surgery performed and confirmed stage ii ovarian cancer. It was felt her hypercoagulable state was related to underlying malignancy. (Expiry date: 01/2013), (01/2010). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated into the organs, the filter tilted, and the patient experienced caval thrombosis, pe and dvt. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs, the filter tilted and the patient experienced caval thrombosis, pe and dvt. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after two months am ultrasound venous doppler shows diffuse occlusive thrombus involving the right superficial femoral vein, popliteal vein, and posterior tibial vein. There was occlusive thrombus in the left common femoral vein, left superficial femoral vein, left popliteal vein and peroneal veins with sub occlusive thrombus in the left posterior tibial vein, a computed tomography (CT) revealed there was a large filling defect in the right main pulmonary artery extending into the middle and lower lobe. A filling defect was also noted in the left lower lobe pulmonary artery. The embolus extends into all the basal segmental branches. There was a thrombus in the inferior vena cava above the level of filter and thrombus extends 4 cm proximally but does not extend into the intrahepatic inferior vena cava, an aln ivc filter was placed suprarenal/intrahepatic. It was indicated the bard ivc filter was left in place and in a good position with evidence of thrombus extending above the filter. It was stated the 2nd ivc filter was needed for additional protection while undergoing obstetrical surgery. Computed tomography revealed there are 2 inferior vena cava filters. The more superior-inferior vena cava filter was at the most superior aspect of the inferior vena cava. The more inferior filter was below the level of the renal veins. The prongs of the more caudal inferior vena cava filter extend past the boundaries of the inferior vena cava and abut a duodenal loop. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pe post-deployment and thrombus above the filter. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2013). (Manufacture date: 01/2010). (Method & results). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated into the organs, the filter tilted, and the patient experienced caval thrombosis, pe and dvt. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. A vena cava filter was placed in the infrarenal vena cava secondary to hemorrhagic stroke, prophylactic protection and deep vein thrombosis. Approximately two months post filter deployment, patient presented with extensive diffuse bilateral deep venous thrombosis. A CT of the abdomen and pelvis revealed a thrombus in the inferior vena cava above the level of the filter and bilateral pulmonary emboli. An aln ivc filter was placed suprarenal/intrahepatic. It was indicated the first ivc filter was left in place and in good position with evidence of thrombus extending above the filter. It was stated the 2nd ivc filter was needed for additional protection while undergoing obstetrical surgery. Surgery performed and confirmed stage ii ovarian cancer. It was felt her hypercoagulable state was related to underlying malignancy. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, it can be confirmed that the patient experienced clot above the filter and that the patient experienced pe post filter implantation. However, the origin of the pe and the relationship with the filter has not been established in the provided medical records. Additionally, the investigation is inconclusive for tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2013), (01/2010).